Event description:
Customer reported their insulin pump was not responding while in threshold suspend mode. The customer stated the buttons were unresponsive while in threshold suspend mode. There was no button error alarm found in the alarm history. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).